Event description:
It was reported that a pt underwent a hysterectomy, bladder tract using sling tape, ovary removal, and two large ventral hernia repairs using mesh on an unk date. The pt is having undefined problems with her bladder due to the sling device and is seeing a specialist now for that reason.

Manufacturer narrative:
Date sent to the FDA: 10/13/2009. Undefined bladder problems occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-01166. The same pt is represented in each medwatch.